Event description:
Boston scientific received information that during the routine device replacement, the setscrew on this pacemaker could not be loosened with the torque wrench. Another type of wrench was tried, and that wrench broke. Cautery was used to intentionally break the device header and the lead was then successfully removed. The lead was tested, with appropriate measurements observed, and was connected to a new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. Upon receipt at our post market quality assurance laboratory, the device was received with extensive melting damage due to the electrocautery used to free the stuck lead. A seal plug was missing and the setscrew hex slot had melted header material in it. A portion of the retainer ring had also been melted. The setscrew was observed to be backed up against the retainer ring; however, due to the damage it could not be confirmed whether the setscrew was fully retracted or not. No mechanical or electrical testing could be performed. Laboratory analysis could not determine the cause of the difficulty removing the lead from the device header.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.